Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. The trial date was unknown. It was reported that the patient's spouse reported that their surgery site was bleeding, and they noticed fresh blood on (B)(6) 2025. They also inquired about an additional incision on the right side, which was approximately 3 inches long and covered with glue or tape. Since the patient's primary surgery site was on the left side, they were unsure about the purpose of the right side incision. They advised them to contact their doctor's office for further clarification and assistance. They had also notified the manufacturing representative (rep) regarding the bleeding and additional incision. It was unknown if the issue was resolved at the time of report. It was unknown if surgical intervention occurred.